Manufacturer narrative:
(B)(4). Complaint was not confirmed. From the data within the complaint information, the root cause was user error. A label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A care giver (cg) contacted global technical services regarding a check supply line/refilling heater alarm that occurred on the home choice (hc) unit during fill. The cg stated she accidentally hooked up the bags incorrectly so she disconnected the bags and reconnected them. The technical service representative (tsr) assisted the hp with ending therapy and recommending starting over with new supplies. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The home patient (hp) stated they started over with new supplies. The lot number was unknown and the sample was discarded. The hp has continued therapy no injury or medical intervention was reported as a result of this incident.